Manufacturer narrative:
Additional information: the actual device was received and underwent scanning electronic microscopy analysis. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture.the evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.  Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure: unknown. On what tissue was the suture used? Anal mucosa. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. What instruments were used to grasp the needle? Needle holder. Where was the needle grasped during use? Not known. Were x-rays performed to localize the needle fragment? No. What is the size of the additional tissue incision required to retrieve the needle? Unknown. Was additional dissection required in other organs/tissues other than the target tissue? No. What is physician¿s opinion as to the etiology of or contributing factors to this event? Not mentioned. What is the patient current status? Discharged.

Event description:
It was reported that a patient underwent a stapled hemorrhoidectomy procedure on (B)(6) 2017 and suture was used. During the procedure, after the surgeon pushed the needle into the tissue, the needle was found broken and the needle was in the tissue and not seen. The surgeon had to cut the tissue in order to retrieve the needle. It is unknown how the procedure was completed. Additional information was requested.